Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, complication in site preparation, overheating of bone, inadequate bone quality/ quantity, pain, numbness, swelling, mobility ((B)(4) are same patient).